Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
She then had a very serious asthma attack [asthmatic attack]. She was choking [choking]. She could not breathe [difficulty breathing]. She has irritated throat [throat irritation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of asthmatic attack in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number u1a201, expiry date 30th november 2023) for dry mouth. In (B)(6) 2021, the patient started biotene mouth spray (savannah). In (B)(6) 2021, an unknown time after starting biotene mouth spray (savannah), the patient experienced asthmatic attack (serious criteria other: serious per reporter), choking (serious criteria gsk medically significant and other: serious per reporter), difficulty breathing (serious criteria other: serious per reporter), throat irritation and drug administered at inappropriate site. Biotene mouth spray (savannah) was discontinued in (B)(6) 2021 (dechallenge was positive). On an unknown date, the outcome of the asthmatic attack, choking, difficulty breathing and throat irritation were recovered/resolved and the outcome of the drug administered at inappropriate site was unknown. It was unknown if the reporter considered the asthmatic attack, choking, difficulty breathing and throat irritation to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 16nov2021. The consumer reported that, " there is static on the line. To bring to you attention, a serious problem happened to my wife when she used your product, biotene mouth spray 50ml. On the bottle, there are no direction how many times she can use it. If they can do that, at least have the back the number of spray somebody could take at a time. She took it herself and sprayed 12 times. She is not in a very good health. Before the incident happened, she used the spray once directly into her throat. She then had a very serious asthma attack. It happened last week. Unless we used the oxygen straightaway, she would have passed away. It took her days to recover. If it was not for the oxygen, she would have died. She could not breathe, she was choking and she said I am dying and I could not breathe. As the day passes, she gets better and better. She has irritated throat, but she has recovered now. She refused to get ambulance due to bad experience in the hospital. We have talked to the gp and she advised not to use it and instead to use lemon juice in her water to excrete extra saliva in the mouth which we have done. We had the appointment last thursday so the event happened probably 2 days before that. We bought a gel instead, but she cannot use it. She is very sensitive to smell and she said it smell. She tried but cannot keep using it. She did not have any sensitivity, she does not prefer the smell. She is using it for dry mouth. I do not know if it was recommended. It could have been advertised because she always watches the tv. Her initials are h.k and she is (B)(6) . She uses biotene for at least 2 years. She first and last used it last week".

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
She then had a very serious asthma attack [asthmatic attack]. She was choking [choking]. She could not breathe [difficulty breathing]. She has irritated throat [throat irritation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of asthmatic attack in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number u1a201, expiry date 30th november 2023) for dry mouth. In (B)(6) 2021, the patient started biotene mouth spray (savannah). In (B)(6) 2021, an unknown time after starting biotene mouth spray (savannah), the patient experienced asthmatic attack (serious criteria other: serious per reporter), choking (serious criteria gsk medically significant and other: serious per reporter), difficulty breathing (serious criteria other: serious per reporter), throat irritation and drug administered at inappropriate site. Biotene mouth spray (savannah) was discontinued in (B)(6) 2021 (dechallenge was positive). On an unknown date, the outcome of the asthmatic attack, choking, difficulty breathing and throat irritation were recovered/resolved and the outcome of the drug administered at inappropriate site was unknown. It was unknown if the reporter considered the asthmatic attack, choking, difficulty breathing and throat irritation to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 16nov2021. The consumer reported that, " there is static on the line. To bring to you attention, a serious problem happened to my wife when she used your product, biotene mouth spray 50ml. On the bottle, there are no direction how many times she can use it. If they can do that, at least have the back the number of spray somebody could take at a time. She took it herself and sprayed 12 times. She is not in a very good health. Before the incident happened, she used the spray once directly into her throat. She then had a very serious asthma attack. It happened last week. Unless we used the oxygen straightaway, she would have passed away. It took her days to recover. If it was not for the oxygen, she would have died. She could not breathe, she was choking and she said I am dying and I could not breathe. As the day passes, she gets better and better. She has irritated throat, but she has recovered now. She refused to get ambulance due to bad experience in the hospital. We have talked to the gp and she advised not to use it and instead to use lemon juice in her water to excrete extra saliva in the mouth which we have done. We had the appointment last thursday so the event happened probably 2 days before that. We bought a gel instead, but she cannot use it. She is very sensitive to smell and she said it smell. She tried but cannot keep using it. She did not have any sensitivity, she does not prefer the smell. She is using it for dry mouth. I do not know if it was recommended. It could have been advertised because she always watches the tv. Her initials are h.k and she is (B)(6) . She uses biotene for at least 2 years. She first and last used it last week".